Event description:
It was reported that the closure device was difficult to recaptured. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The physician was unable to recapture the closure device and alleged that the anchors and feet of the device failed to dislodge from the tissue. Several recapture attempts resulted in a proximal and low compression device release without a negative impact on the patient.